Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mkj772 number and no non-conformances were identified. H3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an exploratory laparoscopy with a tumor resection on (B)(6) 2019 and the suture was used. During surgery, the needle broke off and fell into the patient. It was also reported that the risk of retrieving the fragment was greater than the benefit. Imaging confirmed it was retained within the patient. There were no patient consequences reported. .